Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reported that they fell on the ice a year ago and had a traumatic brain injury but is now doing better. After the fall, the patient experienced out of control pain in her left hip. It was noted that the patient has been in cognitive and physical therapy and is doing better. An impedance check revealed that electrode 3 was out of range. The doctor wanted to reprogram to see if the left hip pain could be improved with the ins. After an appointment the patient was able to get good coverage in their left hip. The patient was receiving effective therapy at the conclusion of appointment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number: (B)(6) found it was functionally okay with insignificant anomalies. Supplemental to update h.6 codes, previous fdr, fdm, fdc codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. Patient medical history included lupus, depression and gerd. It was reported the ins had been shocking the patient during stimulation use. The ins was reaching normal end of life. The patient stated that the ins was ¿shocking¿ her randomly for the past year, sometimes multiple times a day. The patient reported that there would be no rhyme or reason to what caused the shocking and that it was always random. Patient had battery replacement and hcp chose not to replace leads since patient gets good coverage with those leads. Contact 3 was still out of range, but all other contacts wnl. No further complications were reported/anticipated.